Event description:
Surgery date: 2002. Sometime after implantation, it was discovered that the rod had loosened from four screws. Explanted and replaced in 2003 because of pseudoarthrosis at that level.